Manufacturer narrative:
The suspect device is not expected to return for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided. Should the device be returned later, the investigation will be reopened.

Event description:
The account alleges that post transseptal puncture for a right inferior pulmonary vein ablation procedure, a pericardial effusion was detected by the attending clinician. A guidewire was used to deliver the transeptal puncture catheter and needle to the target anatomy. The ablation procedure was completed successfully but when suturing closed the primary access site an ultrasound study revealed an active pericardial effusion. A pericardiocentesis was successfully completed for the patient. The patient was transferred to a recovery unit for continued observation. No additional patient consequences to report.